Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement, occlusion, prime and no delivery test. The insulin pump had scratched display window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during rewind and prime sequence. The customer's blood glucose was 274 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.